Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the only button on their device that would respond was the on/off button. As a result, defibrillation would not be possible if it were necessary. The customer advised that the reported issue had been going on for many months now and that an exact date of when the issue started could not be provided. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that the only button on their device that would respond was the on/off button. As a result, defibrillation would not be possible if it were necessary. The customer advised that the reported issue had been going on for many months now and that an exact date of when the issue started could not be provided. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that the nibp, alarms, options, event, and home buttons on the main keypad assembly would not respond when pressed. Physio-control did confirm that the device was able to power on, charge and shock, during testing. Physio-control then replaced both the main keypad and small keypad assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly by itself, but no issues were observed. Physio-control then further evaluated the removed small keypad assembly and observed that the 12-lead button on the small keypad was damaged and shorted. When the removed small keypad was placed on a mockup, the aforementioned buttons on both the small and main keypads would not respond when pressed. Physio-control determined that the cause of the reported issue was a damaged/shorted 12-lead button on the small keypad assembly. Because the keypads are on the same matrix, the shorted 12-lead button prevented the buttons on both keypads from responding when pressed.